Event description:
The customer reported damage to their tandem charging cable, resulting in the pump not charging even when left plugged in for at least 30 minutes. There was no reported adverse impact to the customer¿s blood glucose level. Initially, due to the cable issue, technical support sent a replacement charging cable and wall adapter via two-day shipping. However, this did not resolve the problem. Finally, a replacement pump was issued, and the customer was advised to use multiple daily injections (mdi) as a backup therapy until the new pump arrived. The problematic pump would be returned using a pre-paid label within 10 days.